Event description:
Customer reported a minimum fill notification with a blood glucose level of 6mmol/l at the time of the event, which was within the normal range. Initially, reloading the original cartridge did not resolve the issue, nor did loading a second cartridge. However, the customer successfully loaded a new cartridge following proper techniques and resumed insulin delivery. Tandem technical support decided to send two replacement cartridges as a gesture of goodwill after determining that the problem was associated with the cartridges.